Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (>500 mg/dl) while wearing the pod. Symptoms reported include hyperglycemia and vomiting. The patient was taken to the hospital by ambulance. Once at the hospital the patient was treated with intravenous fluids as well as insulin and antibiotics. The patient was discharged from the hospital after 3 days.